Event description:
A battery pack was returned from a (B)(4) distributor for an unrelated issue. Upon service investigation, it was discovered that the battery would not charge when put into a charger and would not power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, it was discovered that the battery would not charge when put into a charger and would not power up a monitor. The cause for the lack of communication from the battery cannot be positively identified but is likely due to defective cells. No adverse event resulted from the defective battery. The patient received a replacement battery pack.